Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer experienced a blood glucose (bg) ranging from 319 mg/dl to "high". The customer administered a manual injection of insulin to address the bg. Additionally, it was reported that the pump indicated a data log corruption. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.